Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the physician relocated the ipg. Surgical intervention resolved the patient's issue.